Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003702, stemmed tibial component precoat size 4, lot# 61804466. 00597603010, articular surface anterior constrained size yellow. 00597206532, all poly patella size 32 mm dia. Standard 8.5 mm thickness. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was explanted approximately two months ago and the location is likely unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019-00822, 0001822565 -2019-04805, 0002648920 -2019-00827. - [mw5090060.pdf].

Event description:
It was reported the patient underwent a right tka approximately 8 years ago. Subsequently, the patient underwent a revision of all components 2 months ago due to pain, swelling, and instability. During the procedure, it was noted that the poly bearing was grossly loose and the tibial tray was fractured. All zb components were removed without complication.